Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer 2.2 was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 2.2 was not detected on the bus. A field service engineer found that the retractor band was not fully seated at the drawer interface printed circuit board assembly (pcba). The retractor band was reseated to restore proper connection. The repair was tested in the diagnostics application and verified with the customer. The system functioned as intended after the field service engineer repaired the device.